Event description:
During heart cath procedure perclose device did not deploy needles far enough out of device to allow removal by the cardiologist. Several attempts were made to redeploy the device, all unsuccessful. Device remove with resistance. Surgical repair of the right common femoral artery required.